Event description:
It was reported that the user experienced hypoglycemia after a dinner announcement when the ilet delivered a correction for a pre-meal elevated glucose and a meal dose, which resulted in insulin stacking and a subsequent low of 45 mg/dl. Symptoms included shakiness and sweating. Outcomes included an alert from the device, self-treatment with two small juice boxes totaling 28 grams of carbohydrate, and resolution without outside assistance or medical intervention, and without prolonged out-of-range glucose. Investigation included review of device-reported meal entry context and user training. Investigation of this case revealed user input inconsistent with intended meal size selection, which plausibly contributed to excess insulin delivery. It was concluded that the event was consistent with hypoglycemia with unclear cause, with contributory user operation and education needs identified, and additional training was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.